Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturer representative regarding an event which occurred in a patient diagnosed with degenerative scoliosis and had underwent posterior decompression and fusion of t10 to iliac. It was reported that the right s2ai set screw backed out. There are no plans to remove the backed-out set screw and replace it. No patient injury / complication was reported.